Manufacturer narrative:
An event regarding altr involving an accolade stem and metal head was reported. The medical review confirmed osteolysis for the trident shell. Method and results: device evaluation and results: the device was not returned as it remained implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event for osteolysis but could not determine a root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review noted that "some osteolysis is evident superior to the trident cup." Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device remains implanted.

Event description:
The surgeon reported that the patient, who had osteoarthritis, underwent a right thr with an accolade stem and head on (B)(6) 2011 and the surgeon reported that this primary procedure was successful. This (B)(6) female patient, with a bmi of 27, was revised on (B)(6) 2015, after a pseudo tumour, suggestive of metallosis, was found on a scan. During surgery blackness was noticed on the trunnion and inside the head. The shell was not revised, but all other components (head, stem and poly liner) were explanted and replaced successfully with a restoration cone conical. The stryker sales representative was present in the case.